Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Customer's blood glucose was reported as "high," with no specific value provided. Customer managed high blood glucose by administering a correction injection using multiple daily injections (mdi). Control-iq was reverting to the patient profile due to unspecified issues, and insulin delivery continued without suspension. Technical support advised the caller about the impact of missing continuous glucose monitor (cgm) readings on control-iq functionality and instructed monitoring for 30 minutes of consistent cgm readings before taking further steps.